Manufacturer narrative:
The ufr was the only information for this case; the hospital did not involve the local dräger s&s organization into any follow-up measures. The contact person named in the ufr could not provide further information. Dräger derives the following: an ongoing ventilation is not affected by a touch screen issue of the cockpit at this particular type of device. The user can see the on-going ventilation on the supplemental yellow/green oled-display on the ventilation unit wherein safety-relevant parameters as fio2, minute volume, or airway pressure are displayed. It is a typical behavior of touch screens in general that a recalibration is required in regular intervals. The internal resistances are subject to drifting due to long-term temperature effects or other environmental factors. This means that the reported issue is not a sudden occuring event but a foregoing process which should be possible to determine during pre-use check. The screen calibration is part of the device's menu. Further conclusions cannot be derived from the few available information.

Event description:
Dräger received an ufr in which it was stated that the device did not respond to user's input commands during an attempt to adjust ventilation parameter. As per report, a biomedical engineer was checking the device immediately and performed a calibration of the touch screen while the patient was manually ventilated. After successful re-calibration the patient could be further ventilated by means of the device, no health consequences were resulting from the event.